Event description:
The dealer states, he has a 9000 ride-lite and the crossbrace was cracked.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.